Event description:
Patient was intubated and mechanically ventilated with the mr1 safe ventilator, the hamilton mr 1. At the end of the scan as the patient was being rolled out of the MRI suite, the ventilator came too close to the magnet and the ventilator shut down. The screen of the vent went blank, the alarm sounded and its lights flashed. Pt was removed from the vent and manually ventilated. Patient did not suffer deleterious effects. The vent was shut off and then restarted away from the magnet. It powered back on and was able to function normally. The patient was placed back on the vent and safely transported to unit.

Event description:
Patient was intubated and mechanically ventilated with the mr1 safe ventilator, the hamilton mr 1. At the end of the scan as the patient was being rolled out of the MRI suite, the ventilator came too close to the magnet and the ventilator shut down. The screen of the vent went blank, the alarm sounded and its lights flashed. Pt was removed from the vent and manually ventilated. Patient did not suffer deleterious effects. The vent was shut off and then restarted away from the magnet. It powered back on and was able to function normally. The patient was placed back on the vent and safely transported to unit.